Event description:
It was reported that a new controller was unable to connect a power source to power port 2 due to a defect, with one of the copper pins appearing damaged. There was an unstable or poor mechanical connection in the power ports. The issue was identified during the setup of the controller with the ventricular assist device monitor. The product was replaced by another medtronic product. There was no patient involved.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller ((B)(6)) was returned for evaluation. A review of the manufacturing and inspection records confirmed that the associated device met all requirements for release. During receiving inspection, functional testing was performed and the controller¿s power port connections were verified with no anomalies observed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed a damaged pin within power port two (2) of the controller. A power source was still able to connect to power port two (2); however, the connection was more difficult to make. Internal inspection revealed no anomalies. Log file analysis revealed no anomalies within the analyzed period. The reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to a forced or improper connection of the power source during initial setup of the controller at the site. CAPA pr00384004 is investigating bent/damaged pins with controllers 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.